Event description:
The account alleged when the stretcher is in brake, the stretcher continues to swivel.

Manufacturer narrative:
Technical support instructed the account to replace the brake casters. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.